Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic sleeve gastrectomy procedure, during the initial fire on the antrum of the stomach the reload fired half way and stopped when it encountered thick tissue. The surgeon then had to cut the suture on the reload with scissors to resolve the issue. There was no patient injury.